Event description:
Approx 5 years after having breast implants, rptr started having joint problems. She tested positive for rheumatoid arthritis. Because of many other health problems,such as scleroderma, asthma, headaches and debilitation, she decided to undergo explantation of breast implants.